Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 12x2.5mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, it was noted that the delivery shaft was fractured 75cm from the hub. The device was completely removed from the patient's body together with the guide catheter. The procedure as completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 12 x 2.5mm target lesion was located in the moderately tortuous and mildy calcified left anterior descending artery. A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, it was noted that the delivery shaft was fractured 75cm from the hub. The device was completely removed from the patient's body together with the guide catheter. The procedure as completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. The hub, hyptotube, port/ exit notch, inner/ outer shaft were microscopically and tactile inspected. Inspection revealed the hypotube was separated 54.5 cm from the strain relief. The fracture faces were oval, as if kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).